Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, d9, h3, h4, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. ¿ pain: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. Additional observations: ¿ crease is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "shape disfiguration, pain, and softening in the breast for the last two years, rupture was observed on usg". The device has been explanted.

Event description:
Healthcare professional reported right side "shape disfiguration, pain, and softening in the breast for the last two years, rupture was observed on usg". Device remains implanted.

Manufacturer narrative:
Continued h6 health effect impact code: f2201- biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.